Event description:
It was reported that the pulse generator was in backup vvi mode. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found the pulse generator in backup vvi operation. A software download was performed and normal function ensued.